Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The packaging was returned empty; however, the packaging was also open. The complaint is non-verifiable. Since the complaint is non-verifiable and the device was not returned, the root cause and condition of the packaging cannot be determined.

Event description:
It was noted that the product was missing from the packaging upon receipt. There was no patient injury or delay in the procedure.